Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 7 was deployed. The pt was discharged home the same day. The pt returned to the hospital for a CABG on event date. During preparation for surgery, a right groin abscess was noted. The abscess was lanced and drained of purulent discharge. Wound cultures revealed citrabacterin koseri. Following the procedure the pt was in critical condition which was unrelated to the groin site infection. No further complications were reported.